Manufacturer narrative:
H.6 adverse event problem: root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that post aquabeam handpiece insertion into the patient's bladder, as the treating surgeon was manipulating the aquabeam handpiece articulating arm, the bladder was perforated. The treating surgeon noticed that the bladder was not leaking and immediately aborted the aquablation procedure and inserted a catheter into the patient's bladder. The treating surgeon indicated that the catheter would be left in place for a few weeks to allow for the perforation to heal. On (B)(6) 2024 procept confirmed that the patient is doing good and aquablation therapy has been rescheduled for a later date. No malfunction of the aquabeam robotic system was reported during this event.

Manufacturer narrative:
The aquabeam robotic system was not returned for investigation of this complaint. The investigation of this event consisted of a review of the device history record (DHR), and instructions for use (IFU). A review of the device history record (DHR) ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. Aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: - bladder or prostate capsule perforation. The aquabeam robotic system was not returned for investigation of this complaint. The aquabeam robotic system's IFU lists bladder perforation as a potential risk of aquablation therapy. Based on the information received, plus a review of the DHR and IFU, the event is considered not device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.